Manufacturer narrative:
The customer¿s complaint of leaking at the y-site could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that anesthesia experienced leaking at the y-site while accessing the product with a syringe to push medications.